Event description:
While the pt was being showered on the standing aid device. The staff worker heard a loud crack. After the pt exited the device, it was noted that the left seat apparatus was not locking properly and would turn freely. No fall occurred and no injuries were reported. Upon inspection by an arjohuntleigh representative, it was found that the locator pin for the seat mechanism had corroded and broken.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh ((B)(4)) on behalf of the MFR bhm medical, inc. ((B)(4)). The info contained in this initial report is based upon the info provided to the MFR. Additional info will be provided following the conclusion of the manufacturer's investigation.